Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results from meter memory of 213, 203 and 183 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 170 mg/dl. The customer feels well and did not report any symptoms of high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results from meter memory of 213, 203 and 183 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 170 mg/dl. The customer feels well and did not report any symptoms of high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 213mg/dl (B)(6) 2017 11:36 am fasting: yes; 203mg/dl (B)(6) 2017 10:52 am fasting: yes; 143mg/dl (B)(6) 2017 11:07 am fasting: yes; 183mg/dl (B)(6) 2017 12:13 pm fasting: yes.